Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2 (dob). H11: corrected data.

Event description:
Allergan aesthetics received a report of a patient treated the flanks on (B)(6) 2023 with coolsculpting cooladvantage, coolcurve+ has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, b6, d1, g3, h6. H11 - corrected data: inadvertantly fat necrosis was not reported when paradoxical adipose hyperplasia (ph/pah) was reported. Aware date is 12/nov/2022. Correction supplemental completed to note the adverse event. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated flanks on (B)(6) 2022 coolsculpting cooladvantage coolcurve+ developed paradoxical hyperplasia (ph) and fat necrosis.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/12/2023. Clarification to b3 date of event: the date is for "fat necrosis".

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks on (B)(6) 2023 with a cooladvantage, coolcurve+ system applicators. After treatment, patient was confirmed to have paradoxical hyperplasia (ph) in the left flank. Patient additionally presented with fat necrosis.